Event description:
It was reported, the patient programmer was causing the scs system to shut off. During troubleshooting, it was reported the button to increase amplitude was depressed, and would not allow the stimulation to be increased. A replacement patient programmer was sent to the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.